Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (right side pain)") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and ectopic pregnancy. Concurrent conditions included overweight, alpha-1 anti-trypsin deficiency, hypertension, dysplasia, depression, gastroesophageal reflux disease, metrorrhagia, abdominal pain and hypomenorrhea. Concomitant products included atenolol since 2016, bupropion, estradiol, ethinylestradiol;norethisterone (ovcon), fluticasone since 2013, hydrochlorothiazide since (B)(6)2016, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera), naproxen, omeprazole, potassium chloride (k-tab), ranitidine hydrochloride (zantac) since (B)(6)2017 and ranitidine since (B)(6)2017. On (B)(6)2008, the patient had essure inserted. In (B)(6)2016, the patient experienced fatigue ("fatigue"). In (B)(6)2016, the patient experienced nausea ("nausea"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic adhesions ("pelvic adhesions") and groin pain ("right of groin pain") and was found to have weight increased ("weight gain/loss(specify which one)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, nausea, dyspareunia, vaginal discharge and groin pain had resolved and the dysmenorrhoea, pelvic adhesions, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, groin pain, menorrhagia, nausea, pelvic adhesions, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, menorrhagia, dysmenorrhea, vaginal bleeding. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. Lab data added. Her demographic was added. Concomitant medication and condition added. Historical condition added. Events : menorrhagia, abnormal bleeding (vaginal), nausea, dysmenorrhea (cramping), pelvic adhesions, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain/loss(specify which one), right of groin pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.